Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's father reported via phone call that the insulin pump alarmed with a failed battery test. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the failed battery test. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. However, the grooves looked worn. A new alkaline aaa battery was inserted into the insulin pump but the customer received a failed battery test alarm. The insulin pump may be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump powered up properly after battery installation. No blank or partial display was noted. However, the pump was received with a bleeding display. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump was monitored and no unexpected weak battery, failed battery test, flickering display, or display anomalies occurred during testing. The pump was also received with a stripped battery cap coin slot, a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a missing end cap sticker, and a scratched reservoir tube window.